Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/o verstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right ventricular (rv) lead dislodged and was insulation damage. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.